Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
This case is from health authority. It was reported that the blade tip was broken and couldn't be used during procedure. There was no patient consequence reported.